Manufacturer narrative:
The device was repaired by replacing a valve that is related to the compression rate timing. The event and the component involved are being investigated in cooperation with our service representative in taiwan. A follow-up MDR will be submitted with any additional info including pt's info, if available, upon completion of the investigation.

Event description:
The thumper 1007ccv device was compressing too slowly at a rate of 50-60 and not at 100 compressions per minute (cpm). It was reported the thumper had "been used on a heavy pt" and is unclear as to whether the reported slow compressions were observed while the device was applied to a pt. Given the thumper was not performing to specifications and the ambiguity if it was in use on a pt, an initial MDR is being submitted at this time.